Event description:
The field engineer reported that the system displayed a collimator iris pot error message. This error message disabled the x-ray functionality on this system. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was replaced. The system was then found to be operating as intended.